Event description:
It was reported the system failed to boot up. There were no reports of an injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The real time operating system (rtos) was replaced during the service call. The system was tested and found to be working as intended and put back into service.